Event description:
Ng flushed with difficulty. Pt complained of nausea and gagging. Abdomen distended, firm. Unable to maintain proper drainage & suction. When tubing inspected, an air leak was noted under blue tubing into insertion site of clear tubing. Ng tube had to be pulled and a #10 tube was inserted. After new ng inserted there was 2000 output in 8 hours and 5000 output over next 24 hours.